Manufacturer narrative:
H3- device evaluation: lens was returned in liquid inside a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim # (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -12.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. This exchange did not resolve the problem. Cause of event was unknown.

Manufacturer narrative:
Additional information: b5 - it was later clarified that the problem was resolved. See MFR# 2023826-2021-02892 for replacement lens claim. Claim#: (B)(4).